Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 160 units of insulin during the load sequence. Customer re-loaded the cartridge in an attempt to resolve the issue, however insulin gauge remained inaccurate. Customer declined to load a new cartridge, and multiple attempts were made by tandem technical support to follow up with the customer, but no response was received. Customer¿s blood glucose level was 55 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.